Event description:
It was reported that the junction box is not working as it should. Customer explained all functions work except the head of the bed. Customer was unable to get the head of the bed to go down. She had someone come over and move the cord and it went down. Customer did switch the ports for the head and the foot and the head section started to function. When they put the foot in the head it goes up but not down.

Manufacturer narrative:
It was reported that the junction box is not working as it should. Customer explained all functions work except the head of the bed. Customer was unable to get the head of the bed to go down. She had someone come over and move the cord and it went down. Customer did switch the ports for the head and the foot and the head section started to function. When they put the foot in the head it goes up but not down. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.